Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), abnormal weight gain ("excessive weight gain"), migraine ("severe migraine"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), memory impairment ("memorry issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, abdominal distension, abnormal weight gain, migraine, arthralgia, fatigue, memory impairment and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dyspareunia, fatigue, memory impairment, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), abnormal weight gain ("excessive weight gain"), migraine ("severe migraine"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), memory impairment ("memory issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, abdominal distension, abnormal weight gain, migraine, arthralgia, fatigue, memory impairment and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dyspareunia, fatigue, memory impairment, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure insertion and removal dates were updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.